Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke off and fell into the pt cavity. An x-ray was performed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.